Manufacturer narrative:
The ipg passed all electrical, performance, and visual tests performed. The returned product investigation tested the possibility that electrical leakage could cause pain in the patient's pocket site. The device exhibits normal device characteristics during all tests. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The complaint of overheating was investigated. The patient's charge profile was analyzed and revealed no instances of the thermistor tripping during charging.

Event description:
A report was received that the patient was experiencing pain and warmth at the pocket site. The physician explanted the ipg and the patient was reportedly doing fine.

Event description:
A report was received that the patient was experiencing pain and warmth at the pocket site. The physician explanted the ipg and the patient was reportedly doing fine.